Manufacturer narrative:
The reagent lot number and expiration date were not provided. The field service engineer found an issue with the tubing on the cell rinse assembly. The tubing was replaced. General reagent issues were excluded, as the result believed to be correct was obtained using the same reagent. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable results for multiple assays from the cobas 8000 c702 module. One example was provided. The initial calcium result was 12.77 mg/dl, and the repeat result was 2.62 mg/dl. The questionable results were not reported outside of the laboratory.